Event description:
The field service rep (fsr) reported that during preventive maintenance (pm), the perfusion system indicated low battery power (red indicator light) when unplugged from alternating current (a/c). There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The cause is determined to be that the third party reseller did not properly maintain the battery charge before shipping to the customer. No additional action will be taken at this time.

Manufacturer narrative:
The field service rep (fsr) replaced the batteries to resolve the reported issue. The fsr noted that the batteries found in the unit were not from the MFR. The unit operated to MFR specs and was returned to clinical use. Per the fsr, this unit was purchased by the user facility from another company that is not certified by the MFR. This system was not being used in the operating room (o/r) and they were doing a set-up of equipment. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.